Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was 47 mg/dl last night. The customer treated their low blood glucose with juice and cereal. It also stated that customer declined troubleshoot for low blood glucose. The customer stated that insulin pump was on auto mode and customer had low blood glucose and customer also reported that the insulin pump did not suspend on its own. The insulin pump will not be returned for analysis.